Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged the patient experienced on (B)(6) 2017 a blood glucose of over 600mg/dl, with polydipsia, and lightheadedness, associated with an alleged large prime volume. Reportedly, the patient was hospitalized at the time of the complaint and treated with insulin via injection by their healthcare provider. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider made adjustments to the patient¿s basal rate. The patient also had the flu. The patient stated they ¿needed greater than 10 units of insulin to prime the tubing which was more than usual¿. The patient neglected the finish priming the tubing and in turn had a blood glucose excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. The pump history showed a 19.06 u prime on (B)(6) 2017 followed by a 20.33 u prime and 19.06 u prime. There was a cs 163 "no cartridge detected" warning observed in the black box. There were no large prime volume observed and a cs 165- exceeds max tdd limit was recorded, the warning was confirmed multiple times; insulin deliveries resumed (B)(6) 2017. A rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor was detecting correct force. A cartridge with 100 u was correctly loaded into the pump. The total daily dose added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump¿s cover was removed and there was no intermittent condition found to the force sensor pins or circuit. No hypersensitive or stuck keys observed on the keypad. No damage or moisture found on the keypad flex connector. The complaint was confirmed in the history but not duplicated during testing.